Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause of the could not be identified. The probable cause angulation lock issue could not be determined, however, the issue was likely the result of excessive stress on the device in a bent state, physical stress such as bending with excessive force, fatigue failure due to repeated angle changes, and deterioration led to the angle wire breaking and the angle becoming immovable. Additionally, a root cause of the peeled off/detached bending section adhesive could not be determined, however the issue was likely the result of stress due repetitive use and or external factors should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope control lever did not function, the angulation locks. It was additionally observed that the adhesive on the bending rubber is peeled off. There was no patient involvement and no harm reported as a result of the event.